Manufacturer narrative:
H6: fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the monitor was not giving feedback when stimulating directly on the nerve when the nerve is visible. The delivery tone was present but no nerve tone not present. Stimulus turned up still no feedback. The electrodes were checked, tube was repositioned, and no muscle relaxant on board. All usual precautions were looked at in regards to position of the nerve monitor. There was no excess fluid on the site which could have impacted stimulation. The monitor was changed to the nim 3.0 but there was no difference made with the change of device. One side of the thyroid was removed and patient sent back to ward to come back for a second sid e surgery. The nim vital console and patient interface were working fine without any issues. The procedure was completed with the nim 3.0 device and there was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.